Event description:
It was reported that an unknown size epic mitral valve was implanted on in 2020. The patient became symptomatic with shortness of breath and the valve was explanted on (B)(6) 2022. Upon explant, pannus was observed. The cause of explant is unknown. A non-abbott valve was placed. The patient remained stable throughout the procedure. The patient had a history of myocarditis. No additional information was provided. (B)(6) 2022.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Explant due to unknown cause was reported. The investigation found that there was fibrous pannus ingrowth on the inflow and outflow surfaces of cusp 3, with limited cusp mobility. There was outflow thrombus, adherent to fibrous pannus on cusp 3. The sewing cuff was intact and contained patchy fibrous pannus. No inflammation or significant calcifications was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. While the exact reason for valve explant remains unknown, the pannus ingrowth impeding cusp mobility could lead to a number of potential issues with valve functionality.